Manufacturer narrative:
Journal reference: kenney, et al. "Short-term and long-term safety of deep brain stimulation in the treatment of movement disorders." Journal of neurosurgery; 2007, 106:621-625. Due to the limitations of the data, the reportable events are being submitted by complication type. The exact relationship between each pt, the devices used and the complications experienced was not provided. It is possible that each pt may have experienced more than one complication.

Event description:
Journal reference: kenney, et al. "Short-term and long-term safety of deep brain stimulation in the treatment of movement disorders." Journal of neurosurgery; 2007, 106:621-625. The study describes the results of a retrospective analysis of adverse events in 319 movement disorder patients treated with deep brain stimulation (dbs) at baylor college of medicine between 1995 and 2005 along with a comparison analysis of the medical literature. Reportable event: four pts (dbs systems: ipgs, leads and lead extensions n=4) experienced a loss of effect requiring complete revision. Pt symptom and outcome info was not provided.